Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. This has been a gradual rise over time. Further evaluation of the patient was discussed. This lead remains in service. No adverse patient effects were reported.